Manufacturer narrative:
The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 15-jan-2025. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the hemostatic valve of the device was observed dislodged in the hub and with stress marks. Also, a bent dilator was observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The resistance with sheath issue reported could be related to the dislodged hemostatic valve; therefore, the customer complaint was confirmed. The potential cause of the separation of the valve and the bent dilator could be related to the manipulation of the device before the procedure. However, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿resistance¿ issue. In addition, biosense webster inc. Analysis finding of the ¿hemostatic valve of the device was observed dislodged in the hub and with stress marks¿. Investigation findings: stress problem identified (c0706)/ investigation conclusions: cause not established (d15) / component code: guidewire (g04062) were selected as related to the customer¿s reported ¿resistance¿ issue. In addition, biosense webster inc. Analysis finding of the ¿bent dilator¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with vizigo for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve of the device was dislodged in the hub. While setting up for the procedure, they experienced a lot of resistance while pushing the dilator into the vizigo sheath. The vizigo sheath was replaced and the issue was resolved. The procedure continued. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 14-feb-2025, observed the hemostatic valve of the device was dislodged in the hub and with stress marks. Also, a bent dilator was observed. The event was originally considered non-reportable, however, bwi became aware of the hemostatic valve of the device was dislodged in the hub on 14-feb-2025 and have assessed this returned condition as reportable.